Event description:
The reporter called and alleged a discrepant result on the device when compared to the lab. The reported device result to lab inr was >8/4.48 (lab repeat was 4.6). A repeat test result on another device was also >8 inr. The device was replaced and requested to be returned for evaluation.